Event description:
Monarc transobturator sling. Initially place (B)(6) 2006. Caused dyspareunia requiring a revision removal of part of sling on (B)(6) 2010. Caused more dyspareunia requiring a second revision removal of more of sling on (B)(6) 2012. Still causing dyspareunia, requiring pelvic physical therapy. On (B)(6) 2013 - present: pelvic physiotherapy for severe dyspareunia with sling. Dates of use: (B)(6) 2006 - (B)(6) 2013. Diagnosis or reason for use: stress urinary incontinence.